Event description:
On 8/11/93, rptr had post bilateral mastectomy with gel implants. Removal of bilateral gel implants and immediate insertion of saline implants. On 9/22/93, rptr had removal of saline implant from right breast and insertion of drains. On 9/26/93, she had removal of left implant (also see 1004990.)